Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that the patient's device could not be interrogated. The patient had a lithium battery device and had not been checked recently. The patient indicated they thought they received a patient notification the prior year but had done nothing about it. The cause of the notification was unknown. The patient's condition had markedly improved and there was debate whether the device would be replaced. The patient was pending explant due to the inability to interrogate with possible replacement. The patient was doing well.